Event description:
In 2008, the pt's vendor reported that the patient experienced e6 (mechanical) errors and she believes this led to hypoglycemia and hyperglycemia. On the previous month, the patient's blood glucose measured 1.8 mmol/l (32 mg/dl) and she became unconscious and was hospitalized for a week. She stated that on the first day, an e6 (mechanical) error was displayed on the infusion device. The error was cleared by changing the battery, infusion set, and insulin cartridge. The patient bolused 5 units of insulin for breakfast and at 12:00pm, she experienced hypoglycemia and fell, fracturing her 4th and 5th vertebra. On a week prior to original date, the patient experienced elevated blood glucose levels of 13.7-24.8 mmol/l (246-446 mg/dl). She switched to her backup infusion device and her blood glucose lowered to 3.5 mmol/l (63 mg/dl). No further info is available. Product was requested to be returned for evaluation.